Manufacturer narrative:
(B)(4): information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The following information was requested, but unavailable: on what structure was the device applied? Was the clip loaded in the jaw before placing the device on vessel? Were there any issues noted in the clip formation in the initial procedure? How was the leak identified? What were the results of the ercp? What is the patient¿s current procedure? What were the indications for initial procedure? What are the patient demographics?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon reported that the clips were not staying in place on the vessel after they were applied. On an unknown date after this procedure, the patient underwent an ercp procedure for a leak that occurred "at the point where the stump was left." The patient had the ercp procedure at a different facility and is currently an inpatient at this facility. It is unknown how the cholecystectomy procedure was completed.